Event description:
Customer attempted to charge pump with multiple cables and power sources, but the pump would not charge. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.